Event description:
Pt developed headache, pain behind eyes, blurring of vision, difficulties with up-gaze. Came to this hosp 5/16/99. Shunt does not pump or refill on bedside testing. Pt went to surgery 5/16/99 for removal of malfunctioning ventricutoperitoneal shunt and placement of new shunt, performance level 1 delta system, left side. The ventricular catheter was completely obstructed.